Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 4mm inaccuracy, on the surface, when checking registration on deeper anatomy. The surgeon re-registered the patient and deemed still being inaccurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative reported that the surgeon re-evaluated the event and deemed he may not have been touching the internal anatomy and that the navigation system was accurate. - no parts have been returned to manufacturer for analysis.